Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported by the site that the patient was admitted for a driveline site infection; testing later confirmed (B)(6). The patient's infection was treated and the issue was reportedly resolved; the device was not returned to the as it remains implanted in the patient. Infection and sepsis are known potential complications associated with all patients implanted with vads as outlined in the instructions for use (IFU). The IFU addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive root cause of the reported infection cannot be determined, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection. With review of the available information, there is no indication of any device manufacturing or performance issues impacting the event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
Approximately one year and nine months post implant the patient was admitted to the hospital for a driveline infection. Blood culture results were positive for (B)(6) and he subsequently underwent an incision and drainage (I&d) procedure with wound vac. Shortly after the procedure the patient reported experiencing excruciating pain from the sternum, and at the location of his driveline exit site. The medical team believed the pain to be secondary to his recent surgical procedure. Intravenous cefazolin was initiated and a pain management consultation was ordered. The patient's pain medication doses were adjusted and he was started on a transdermal fentanyl patch. Follow up blood culture results were negative and he was discharged home seven days later on intravenous antibiotics.

Manufacturer narrative:
The device remains implanted in the patient. Additional information will be submitted within thirty (30) days of receipt.